Event description:
The customer reported via phone call that he has experienced a couple of low blood glucose events in the 50 and 60 mg/dl ranges and a couple of highs over 200 mg/dl. The customer stated that the lows were in the morning and highs were after meals. He spoke to the educator and they have a follow up scheduled. Customer stated that the highs are less concerning to him since it would come down after blousing. The customer stated that he will need to do set changed early every two days and just needs to make some adjustment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.